Event description:
Customer reported that an unspecified number of erroneously low sodium results were generated by the synchron lx20 pro system. Calibration and quality controls were within specification prior to the event. The results were not reported out of the laboratory. The samples were retested on a back-up system and yielded results within expectation. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The engineer found that a valve was intermittently sticking open causing fluid to leak into the sample through the modular chemistry sample syringe. This would over dilute the sample and the results would be low. The leaking valve and the sample syringe were replaced which resolved the problem. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.